Event description:
The customer reported that 1.2mg of tacrolimus in 60ml sodium chloride 0.9% was to infuse over 24 hours at a rate of 2.5ml/hour. The infusion started at 0848 on (B)(6) 2018 and ran dry at 0600 on (B)(6) 2018, which was 2 hours earlier than anticipated. Tacrolimus levels were monitored.

Manufacturer narrative:
Additional information provided. The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device showed the instrument seal was not present. The iui connectors were dull. Analysis of the pcu event log shows that the pump module was infusing a custom concentration of tacrolimus at a rate of 2.5ml/hr. At 9:01 am on (B)(6) 2018, the door was opened and then closed and then the infusion was restarted. At 9:23 am, the primary infusion completed and the device transitioned to the kvo rate of 2.5ml/hr. At 10:05 am, the user changed the vtbi to 50ml. At 12:58 am on (B)(6) 2018, the user changed the vtbi to 15ml. At 5:25 am, the user programmed a delay for 15 minutes. At 5:32 am, the user cancelled the delay and started the infusion. At 5:40 am, the door was opened and then the infusion was restarted at 5:42 am. At 5:48 am, the device alarmed for air in line and the infusion was restarted. At 5:56 am, the device alarmed for air in line. At 6:03 am, the user channeled the device off. The volume recorded as being infused during this period was 51.78ml. Functional testing was performed and the device was delivering fluid within specification when tested using alaris system maintenance software. The pump module was observed to be slightly under infusing when using the customer¿s returned set to perform a 1 hour timed rate accuracy test. There were no leaks observed with the primary set. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag tacrolimus and 0.9% nacl, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 1.2mg of tacrolimus in 60ml sodium chloride 0.9% was to infuse over 24 hours at a rate of 2.5 ml/hour. The infusion started at 0848 on (B)(6) 2018 and ran dry at 0600 on (B)(6) 2018, which was 2 hours earlier than anticipated. Tacrolimus levels were monitored.